Event description:
Paramedics attended to a person diagnosed as pulseless, apneic and in a pea rhythm. The pt was described as cyanotic with dry skin that was cold to the touch. External pacing was administered with electrical capture observed, but no mechanical capture. Four different attempts were made to administer a defibrillator shock using disposable defibrillation electrodes, however the device allegedly failed to discharge each time. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.